Event description:
Device 1 of 2. Reference MFR report#: 1627487-2011-05236. The pt received her scs sys on (B)(6) 2007 with two percutaneous leads (from different lots). It was reported that both leads were explanted and replaced due to migration.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of lead migration could not be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.